Manufacturer narrative:
No further information regarding the injury was available. The customer could not be reached for further information regarding the model number and serial number of the device involved in this alleged event.

Event description:
It was reported that a patent's finger was allegedly cut on peeling chrome from the spindle of the bed handle. No additional information has been provided.

Event description:
It was reported that a patent's finger was allegedly cut on peeling chrome from the spindle of the bed handle. No additional information has been provided.